Manufacturer narrative:
Additional information was received that no further information can be obtained by the bsn representatives.

Event description:
A report was received that the patient could not charge the ipg as it was too deep in the pocket. It was noted that the patient was a large woman and had a crease in her back which obstructed her ability to charge the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient could not charge the ipg as it was too deep. It was noted that the patient was a large woman and the ipg was hiding from the her crease. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR. Additional information was received that the patient underwent ipg replacement per physicians preference.

Event description:
A report was received that the patient could not charge the ipg as it was too deep in the pocket. It was noted that the patient was a large woman and had a crease in her back which obstructed her ability to charge the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.